Event description:
An olympus representative reported the hd 3cmos autoclavable camera head had a e216 and e226 scope communication errors. It was also noted that there was intermittent noise on the monitor. There were no reports of patient harm associated with the event. The malfunctions occurred during inspection.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to cable malfunction. It was also noted that there was breakage of the cable. There was leakage from the cable and button parts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4, the manufacturing date should be (B)(6) 2017. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon, ¿e216¿ / ¿e226 (scope communication errors)¿, and ¿noise on the monitor¿, occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.